Event description:
I have different day and night settings for alarms for my dexcom g7. My daytime alarms sound when my blood glucose is above 150. My night setting starts at 10 pm alarms when my blood glucose is over 190. At 10:43pm, on february 17, my blood glucose read 151 and an alarm sounded. This should not have happened since no alarms should sound after 10 until my blood glucose exceeds 190. I have reported this issue repeatedly and spoken with russell at dexcom. During our last call, we tried deleting and reinstalling the app. But that did not help.